Event description:
It was reported that the surgeon attempted to insert a competitor's lens but an msi-pm injector tore off the haptic. There was no pt contact or injury. The reporter indicated that the cause of the torn haptics was due to the injector.